Event description:
It was reported that the left ventricular assist device (lvad) was clotted off and had been disconnected. Log files were submitted that showed the flows drop to zero due to a clot in the outflow cannula. The controller was no longer on the patient and was disconnected at the modular piece while the healthcare team decided the next course of action. The log files began to capture low flow events between 20:54 and 21:54 on (B)(6) 2022 and continued until 06:54 and 07:54 on (B)(6) 2022. The flows during this time dropped as low as 0 liters per minute which can be caused by a clot in the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump exchange was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events down to as low as 0 liters per minute (lpm). Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint experience, the events appeared consistent with thrombus within the pump . The controller periodic log file captured the pump power and flow at baseline values until 11nov2022 at approximately 20:54:13 when the log file recorded a decrease in pump power and pump flow. The parameters continued to decrease down to as low as 3.3 w and 0 lpm, respectively, until the log file subsequently recorded an increase in power and flow that appeared consistent with a foreign material contacting the rotor and causing drag. The controller event log file also captured left ventricular assist device (lvad) fault alarms associated with an eeprom_communication_error. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the heartmate 3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4 (model number, catalog number, primary unique device identification (UDI) number): correction. Section h6 (medical device problem code): correction. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus due to an interruption of flow during support; however, a specific cause could not be conclusively determined for the flow decrease to 0.0 liters per minute (lpm) that was confirmed in the log files. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The distal end of the pump cable was returned measuring approximately 18.5¿. The modular cable was not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. A tissue-like deposition was found in the lumen on the inflow cannula that appeared to have formed in that location as it was adhered. It was noted that the pump was exchanged approximately 16 days after it had been disconnected, and it was unable to be conclusively determined if the inflow cannula deposition had formed before or after the implanted pump was disconnected. A specific cause for the formation of the inflow cannula deposition could not be conclusively determined through this evaluation. Grainy, denatured blood was also discovered throughout the pump¿s outflow, pump cover, and rotor. The denatured blood was occlusive and appeared consistent with pump operation during an interruption in flow; however, a specific cause for the original flow interruption could not be conclusively determined. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller and lvad (left ventricular assist device) log files were reviewed. Review of the controller periodic log file¿s data collections found that flow gradually decreased on (B)(6)2022 until it was 0.0 lpm by 02:54:12 on (B)(6)2022. Flow remained near 0.0 lpm over 5 hourly data collections. The low flow alarm was active over a total of 10 hourly data collections before flow and power increased. The pump operated at the set speed without issue in the controller periodic log file data until the pump was ultimately disconnected for it being ¿clotted off¿ per the customer. In the final approximately 30 minutes of the retrieved lvad event log file on (B)(6)2022, lvad flags were captured that were indicative of elevated resistance to the rotor spinning and being magnetically centered, causing increased current/temperature. Although a specific cause for the decrease in flow to 0.0 lpm could not be conclusively determined, the elevations in current were consistent with elevated resistance to the rotor spinning and being magnetically centered as a result of the low flow thrombus. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.